Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional check was performed. The analyst was unable to duplicate the customer's reported problem in the pump "double beep with cassette" issue during the investigation. High pressure, pump stopped, alarm complete and no disposable alarm messages after pump started were found in the pump's event history logs. Found fluid ingressions on pump by chassis base of the downstream occlusion sensor and upstream sensor. The downstream sensor was recommended to be replaced to resolve the issue.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed an alarm that the cassette is not attached. There was no patient involved.